Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that two of the bone screws were found to be broken. The patient underwent a revision surgery to remove and replace the broken screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.